Manufacturer narrative:
Device was not returned for eval. Lot number info was not provided. Therefore, a review of quality records could not be performed. The device was discarded by the user facility, therefore, a direct product analysis could not be performed. All available info has been placed on file for tracking, trending and follow-up.

Event description:
It was reported that a pt underwent a lap ventral hernia repair where gore bio-a tissue reinforcement material was used. Approx 2 weeks post-op, the pt contracted streptococcosis resulting in infection. Upon reoperation, the physician reported that the gore bio-a material had not integrated with tissue and was found to be a series of small chunks. The physician removed and discarded the pieces where appropriate. The pt is reported to be doing well.